Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information received indicated that the cause of high threshold was unknown. Further this lead was repositioned. No additional adverse patient effects were reported.